Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from south korea reports an event as follows: it was reported that on an unknown date in december of 2022, the plate and screws in question were implanted to fix bone and/or ligament joints after trauma caused bone fractures and damage to joint ligaments. At an unknown point after the initial surgery, an infection occurred, so plate removal surgery was performed on (B)(6) 2023. During the revision procedure, it was discovered that a screw head had broken and disconnected from the rest of the screw. This made it difficult to remove the screw, which increased the operation time. The procedure was completed successfully, no further information is provided. This report is for a 3.5mm ti locking screw self-tapping 30mm. This is report 2 of 14 for (B)(4).